Event description:
It was reported that the customer's pump was not being recognized by the t:connect uploader. There was no reported impact to the customer's blood glucose level. This event is being reported based on the evaluation of the returned device. During evaluation, damaged usb pin(s) were observed.